Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced inappropriate antitachycardia pacing (atp) and inappropriate shocks. It was found that there was noise and oversensing on this right ventricular (rv) lead, resulting in pacing inhibition/failure to capture. The patient is pacemaker dependent, so the reported pacing inhibition resulted in asystole lasting greater than two seconds. It was suspected but not confirmed that this rv lead was fractured. The patient's implanted system was surgically revised. This rv lead was surgically abandoned and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d) was also replaced during the same procedure. No additional adverse patient effects were reported.